Event description:
It was reported that before a gastric bypass procedure, had trouble with trocars leaking. They changed to different trocars, and had no problem. Surgery was prolonged thirty minutes. There was a longer time for patient in anesthesia. There were no adverse consequences for the patient, patient is stable.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(4).